Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (display issue) issue; the screen never goes into timeout. It is on all the time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: on investigation, the display screen was found to be operating properly and going into standby mode as per normal operation. Investigation did not duplicate the complaint. Unrelated to the original compliant, the display screen was found to be dim and discolored.